Manufacturer narrative:
The customer stated that quality controls are run and were in range. The customer has returned instrument files for further investigation. A review of the system check and the calibration data for the lots in use at the time of the event, as well as quality control data demonstrated the instrument and reagents were working as intended. A review of the manufacturing release data for the reagent lots demonstrated acceptable performance, nothing atypical was observed. The root cause of this event was unable to be determined. No product problem identified.

Event description:
The customer reported that they received discrepant troponin (ctni) results when compared to retesting of the same samples on the same instrument. There is no report of harm due to this event.